Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. This event will be reported by medwatch facility warsaw biomet - 0001825034.

Event description:
Revision due to dislocation and subluxation.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: medical product:exceed abt e1 flng cup 28x46mm, catalog #: ep-102846, lot #: 3837697, medical product: arcos con sz a std 80mm ha, catalog #:22-301341, lot #: 488280. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00371. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Product not returned.

Event description:
Hip revision due to dislocation and subluxation.